Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, it was reported that the patient experienced inaccurate CGM values. The day of the event the patient experienced feeling tired and complaint of a headache. When he stood up, he suddenly lost consciousness and passed out. The patient stated that the CGM reading was LOW at that time, but when a fingerstick was taken, the blood glucose reading was 388 mg/dL. It is unknown when the fingerstick was taken in relationship to the treatment. According to the wife, the patient remained unconscious for approximately 5 to 10 minutes. No emergency medical assistance was sought during the event. In response to the displayed low glucose reading, she administered sugar, honey, and milk orally in an attempt to raise his blood glucose level. After a few minutes, the patient began responding and subsequently recovered fully. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the D zone of the Parkes Error Grid. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia and loss of consciousness.